Event description:
It was reported that at follow-up, the device could not be interrogated. Physician believes the battery is abnormal. Device was explanted and replaced.

Manufacturer narrative:
As received, no communication could be established between the device and programmer. With a new battery attached, the device functioned normally. No high current drain source was detected. The device was tested on the bench and our automated testing equipment and was found to be normal. The battery was returned to the vendor for further analysis. No anomalies were found that would cause battery depletion. The cause of the battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.